Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to incontinence from a cuff sizing issue. There were no additional patient complications.